Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-jul-24 regarding a patient receiving hydromorphone (30mg at 3.00751mg/day), bupivacaine (10mg at 9.02252mg/day), and baclofen (160mcg at 48.12009mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient reported the pump flipped in the pocket and the patient was able to reposition it im mediately. The patient felt as if the pump was loose in the pocket. The patient was scheduled for evaluation. On (B)(6) 2020 examination revealed a potential for pump movement upon palpation. No intervention was taken at that time, however, on (B)(6) 2020 the patient reported pain at the pump site and difficulty activating their personal therapy manager (ptm). It was indicated that both were likely secondary to pump inversion. On (B)(6) 2020 the pump was re-anchored. The issue was resolved without sequelae on that date. The event resulted in an unscheduled clinic or office visit. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.